Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed on 9-may-2018. On investigation, the pump powered on with a dim, faded, discolored display screen. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9-may-2018 with the following findings: on investigation, the pump powered on with a dim, faded, discolored display screen. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.